Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder] severe and permanent physical injuries [injury] extensive nerve damage [nerve injury] zinc toxicity [metal poisoning] hypocupremia [copper deficiency] severe pain and stinging in hands, legs, feet and arms [pain in extremity] numbness in hands and in torso from the waist down [hypoaesthesia] muscle weakness [muscular weakness] balance problems [balance disorder] case description: an attorney reported that their female client, an adult who is now age (B)(6), used fixodent denture adhesive, version unk cream concurrently with super poligrip denture adhesive cream, unspecified total daily uses beginning 1998 to present, and reported the following: profound and permeant neurological injuries, severe and permeant physical injuries, zinc toxicity, hypocupremia, extensive nerve damage resulting in symptoms of severe pain, stinging in hands, legs, feet and arms, numbness in hands and in torso from the waist down, muscle weakness, and balance problems. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.